Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a ring of foreign matter was seen moving up and down inside the bd integra¿ syringe with detachable needle.the following information was provided by the initial reporter: "we are using bd integra 3ml 25g x 1 inch syringes lot#1054572 exp 2/28/2026 and are seeing a "ring" of something (plastic? Condensation?) Moving up and down inside the syringe as the empty, unused syringe plunger is moved up and down. We are not aware of any injury or harm due to this anomaly."